Event description:
It was reported that the insulin pump alarmed failed battery test. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board.